Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed that the event was attributed to a manufacturing process anomaly. Corrective action has been implemented to correct this anomaly.

Event description:
The drill guide tower does not fit into the s-1 tibial templates. The bushings show some wear, and the 15nn reamer will not fit through the reamer bushings. There was no adverse consequence for the pt.